Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the technician confirmed the presence of this message in the event log. The device's system board was replaced to address the issue.